Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) would not power on and had a beep noise. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board and the executive processor board to resolve error codes #111 and #112. The front end board was replaced as a precaution to avoid the recurrence of error code #7. The fse performed preventive maintenance including cleaning, calibration, a system functional check, and electrical safety tests per factory specifications. The iabp was returned to the facility for clinical use. The following was performed by the technician of the maquet failure analysis & testing (fat) dept. Wayne, nj. The fat received the parts associated with this complaint. These parts were received with a reported unit failure of unit boot up and beep noise. Performed visual inspection of all parts received and the parts appear to be in good condition. Installed the all parts together into the cardiosave test fixture and tested together and separately to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of boot up and beep noise for following parts: front end circuit board (the board passed testing) executive processor circuit board (the board passed testing) the failure analysis and testing department verified the failure of boot up and beep noise for following part: power management circuit board (board failed testing) retaining all the parts in the failure analysis and testing dept. As per procedure.

Manufacturer narrative:
Corrected fields: remove 3331 from h6 (type of investigation). The following was input by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Fat received executive processor board back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. This investigation is now complete. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The fat received front end, rohs from the vendor. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The vendor fixed pins on connectors j9 and j11, conducted in circuit testing and functional testing with no trouble found. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the front end, rohs, circuit board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The fat dept received power management board from the supplier. The supplier evaluation states the following: 1. Performed incoming visual inspection. Result: found connector pin bent at location j7. Unable to proceed with serial number scanning.